Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump would not charge despite attempting multiple cables and power sources. The customer's blood glucose level was 506 mg/dl with ketones. The customer took manual injections. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.